Event description:
A radial jaw was used for a diagnostic bronchial biopsy. During the procedure, one of the forceps failed to close as a result of a broken pull wire. The procedure was completed with another device.